Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Upon opening (B)(4), it was noted that within the sterile packaging was article (B)(4). No delay, no patient harm. Another ball head was immediately available.